Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail single use 270um laser fiber was used in an unknown procedure performed on (B)(6) 2021. During the procedure, the distal tip of the laser fiber broke inside the calyces. Reportedly, the laser fiber tip was extracted. Attempts for clarification regarding the extraction have been unsuccessful. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a0501 captures the reportable event of fiber tip detached. Impact code f23 is being used to capture the additional intervention via extraction of the foreign object inside the calyces. Block h10: investigation results: the returned lighttrail single use 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 309 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip was detached/separated and not returned. Examination under magnification confirmed the pattern of the tip is consistent with a fracture. Light from the sma connector was bright and round, indicating no fractures within the fiber connector. No other problems with the device were noted. The reported event was confirmed. It is likely that procedural handling and usage or rough technique during setup or use contributed to the reported complaint. Therefore, the most probable cause was found to be adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on march 26, 2021 that a lighttrail single use 270um laser fiber was used in an unknown procedure performed on (B)(6) 2021. During the procedure, the distal tip of the laser fiber broke inside the calyces. Reportedly, the laser fiber tip was extracted. Attempts for clarification regarding the extraction have been unsuccessful. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.